Event description:
A report from an attorney alleges that a pt "somehow got tangled up" in the side rail of an electric bed and resulted in the pt's death. No product failure has been reported and product evaluation has not been permitted by the attorney.